Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: no sample was provided for investigation. Since no sample was made available we classify the complaint as not confirmed. Since no malfunction or deterioration in the characteristics and/or performance of the device could be detected. We take knowledge of the complaint and file it for statistical purpose.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device will not be returned for evaluation. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in denmark): infusomat changes vtb